Event description:
User intermittently receiving zero results for multiple tests. Three patient samples were involved. Only one patient example was provided. Initial glucose gave 0 mg/dl; repeat gave 126 mg/dl. Initial creatinine gave 0 mg/dl; repeat gave 1.3 mg/dl. Erroneous results were not reported. The field service representative determined the cause to be the rt2 probe crashing intermittently, and replaced z ropes and z motor. Performance tests were performed and within specification.